Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Additionally, the pump battery was unable to be charged using the usb cable. There was no reported adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support the customer reloaded the cartridge and received an accurate fill estimate. The customer was able to successfully charge the pump using an alternate usb cable.